Manufacturer narrative:
An evaluation of the kangaroo pump was performed for the reported condition of half the lcd is not legible. The unit was triaged and the customer¿s reported condition was confirmed. The root cause has been isolated to fractures along the lower side of the lcd. The unit has been repaired, and recertified per procedure. The unit was restored to proper operation. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reports that half of the lcd display screen was fading and not legible.